Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging that the meter did not power on. The batteries were replaced less than a year ago and the battery contact were in good condition. A week later, the patient felt faint and was unable to test on his meter. He visited the md who tested his blood glucose and received a reading he thinks was 200 mg/dl. Md treated the patient; however, type of treatment was not provided. Ccr was unable to resolve the issue and sent the patient a replacement meter. This case is being reported as a malfunction, since the power issue was not resolved.